Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a normal follow up, increased capture threshold and increased pacing lead impedance were observed. Patient follow-up will continue. The patients condition was good after the event.